Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2005, the pt had a hernia repair surgery. During that surgery a composix kugel mesh was implanted. On (B)(6) 2011, removal of the composix kugel mesh. Attorney alleges infection, migration of mesh, obstruction, defective mesh, septic shock, stiffening mesh, removal of mesh, erosion, disability, disfigurement.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney alleges multiple issues including infection. Infection is identified in the products IFU as a known possible adverse event. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A mfg review that included review of sterility records was performed and did not find evidence of a mfg related cause for the alleged event. With the currently available info, no conclusion can be drawn. This MDR includes all pt, event and device info davol has received to date. Add'l info has been requested, if/when add'l event and/or eval info is obtained, a f/u MDR will be submitted.